Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an alarming ¿low water level¿ when adequate water is available. The event occurred prior to patient use or any preliminary setup was done. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the event, it was determined that this record had the incorrect product information. Please disregard any reports associated with file mrn 3012307300-2024-15698-00. Please reference file mrn 9617604-2025-00022-00 for all details pertinent to this event.